Event description:
Nurse retrieved carefusion smartsite infusion set package to start norepinephrine drip on critical patient and when pulled set out of package, noticed the distal smartsite was missing the blue/white adapter. There is noted to be a red dot on the package that is not noted on any of the other packages in ed stock.

Event description:
Nurse retrieved carefusion smartsite infusion set package to start norepinephrine drip on critical patient and when pulled set out of package, noticed the distal smartsite was missing the blue/white adapter. There is noted to be a red dot on the package that is not noted on any of the other packages in ed stock.